Event description:
Sales rep states pump gave unauthorized pca doses of dilaudid without pt activating pump with pca button. Sales rep states pump was discontinued from pt, no pt injury or medical intervention was necessary. Pump was isolated and tested by nursing staff who state situation was duplicated using pump set up with normal saline. Pt cord was examined and found to be functional.